Manufacturer narrative:
1 opened blister was returned. The parameter of the lens received was measured and a visual inspection was performed. The lenses meet company standards for base curve, center thickness, and diameter. No other visual attributes were observed. If additional information is received, it will be reported within 30 days of receipt. Serious reportable event trends are reviewed quarterly in franchise management review meetings. Actual device evaluated; visual inspection, no failure detected, unable to confirm complaint.

Event description:
On (B)(6) 2015 a call was received from a patient¿s (pt.) Family member advised that the pt experienced a burning sensation and discomfort os approximately 15 minutes after the insertion of a fresh acuvue oasys contact lens (cl) os on (B)(6) 2015. The pt¿s family member stated that the pt continued to wear the os cl for several hours with discomfort and burning increasing in severity. The pt was reported to have removed the suspect os cl on arrival to home. The pt¿s family member reported that the pt instilled moisturizing drops os. The family member reported that the pt experienced a ¿gray haze¿ in the os. The pt¿s family member advised that he/she called the pt¿s eye care professional (ecp) and was instructed to come in for an exam. The pt¿s family member reported that the pt experienced the issue with the suspect cl which was cl #4 in the box of 6 lenses. The pt¿s family member reported that the pt sleeps in cl and replaced lenses approximately every month. The pt¿s family member reported that the pt ¿"sometimes" removes lenses for a day or so approx. Every 2 weeks.¿ the pt¿s family member advised that the suspect cl is available and will return it for evaluation. The pt¿s family member advised that the pt¿s was seen by her ecp and was told that the pt had a ¿severe chemical burn to the left cornea.¿ the pt¿s family member advised that the ecp prescribed ¿zylet solution 1 drop every 4 hours and bacitracin ointment tid. The pt¿s family member advised that the pt has a follow-up appointment with the ecp on (B)(6) 2015. The suspect product has been requested, but it has not yet been received for evaluation. The pt¿s treating ecp was contacted for additional information regarding the event reported. The pt¿s medical records were received on (B)(4) 2015. Date of visit: (B)(6) 2015. Chief complaint: fbs, red, watery ¿ os onset ¿ yesterday; severity: significant; context: worsening: pt states she put her cl in yesterday and it started irritating her so she took it out thinking it was inside out. Had slept in different cl the night before. Pt states that when she put it in it was ok for a while and when she got home her cl was dry so she took it out and her os started bothering her. Blurry va ¿ os; onset yesterday; severity ¿ significant; context ¿ worsening; addt comments: pt states her os blurry even with correction on. Pt tried cl solution, but it didn¿t help. Glasses os: os dva cc: 20/200; os nva cc: 20/400. Intraocular pressure os: 20. Slit lamp findings: os: conj: 2+ injection; cornea: 3+ edema/diffuse stippling/3+ dm folds; iris: normal; anterior chamber: 4+ angle/no cell & flare. Impression: os ¿ toxic keratitis. Plan and discussion: discussed diagnosis in detail with pt. Leave cl off. Take medication(s) as written. Sample medication given. New medications: zylet 0.3%-0.5% eye drops, suspension os every 4 hours (1 drop); bacitracin 500 unit/gram eye ointment os tid. Date of visit: (B)(6) 2015. Chief complaint: fbs, red and watery ¿ os onset (B)(6) 2015; severity: significant; context: worsening; additional comments: c/o os on (B)(6) 2015 started irritating w/cl. Pt removed cl thinking it was inside out. Had slept in different cl the night before. Pt stares that when she put it back in it was ok for a while and when she got home her cl was dry so she took it out and her os started bothering her. Last night (B)(6) 2015 eye was swollen closed. This am eye seem better. Blurry va ¿ os onset (B)(6) 2015; severity: significant; context: improving; additional comments: pt states her os blurry even with correction on. Pt tried cl solution but it didn¿t help. Eyelid got swollen last night and called ecp. Used cool compress. Better this morning. Ocular medication: zylet 0.3%-0.5% eye drops, suspension os every 4 hours (1 drop); bacitracin 500 unit/gram eye ointment left eye lid. Intraocular pressure os: 25. Slit lamp exam os: 3-4+ injection; cornea: 1.5 + edema, no stippling, much better, 1.5 + dm folds; iris: normal; anterior chamber: 4 + angle, no cell & flare; lens: lens, nucleus, cortex and capsule normal. Impression: os ¿ keratitis, toxic, much improved. Plan and discussion: discussed in detail with pt; leave cl off. Take medication as written. Continuing medications: zylet 0.3% - 0.5% eye drops suspension, os every 4 hours (1 drop); bacitracin 500 unit/gram eye ointment left tid. Pt to return in 2 days for re-check. Date of visit (B)(6) 2015. Chief complaint: keratitis check (toxic) ¿ os inset 4 days; severity: comfortable; context: improving; additional comments: pt states that her os is much better, but she does not think her va is back to normal yet. Pt denies: flashes. Ocular medications: zylet 0.3% - 0.5% eye drops suspension left eye every 4 hours (1 drop); bacitracin 500 unit/gram eye ointment left lid. Intraocular pressure os: 25. Slit lamp exam: conjunctiva os: normal; cornea: 1 / 4 edema, no stippling, resolved nicely, no dm folds, resolved; iris: normal; anterior chamber: 4+ angle, no cell & flare; lens: lens, nucleus, cortex, and capsule normal. Impression: os keratitis, toxic, much improved. Plan and discussion: discussed diagnosis in detail with patient. Leave cl out for 1 more week. Take medications as written. D/c bacitracin. Can use zylet bid os for 2 more days then d/c. Pt to return in 5-6 months. A lot history review was performed and revealed the following: the batch record did not show any abnormalities in monomer and solution testing. All parameters tested were within specification. All sterilization requirements were successfully completed. Lot b00grhf was produced under normal conditions. If additional information is received it will be reported within 30 days of receipt. Serious reportable event trends are reviewed quarterly in franchise management review meetings.